Event description:
Treatment of an av (arteriovenous) fistula. During the procedure, it was reported the mirage guidewire could no longer be seen; therefore, the physician attempted to pull back the guidewire but without success. Then the physician pulled harder and torqued the guidewire to make more room in the catheter lumen, but the tip of the guidewire separated (10cm-15cm). The guidewire along with all broken segments and the microcatheter were removed from the patient. The procedure was completed with a new mirage guidewire without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The customer had two lot numbers, but was not sure which lot number belonged to the device in question. Therefore, both lot numbers were provided and they are as follows: model: 103-0608 / lot: 9703805 dom: 02/06/2013 exp: 10/31/2015; model: 103-0608 / lot: 9712011 dom: 02/25/2013 exp: 11/01/2015. (B)(4).